Manufacturer narrative:
With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted

Event description:
It was reported from the site by the vad coordinator that during routine patient updates, patient was currently in hospital (admitted on (B)(6) 2016) for positive blood cultures (already reported). On (B)(6) 2016 patient complained of a severe headache. Patient was taken for a CT of head on (B)(6), which showed a right frontal lobe hemorrhage. It was stated that the patient was stable post event and did not suffer any residual neuro deficits. Follow up head CT on (B)(6) 2016 showed no acute changes. Patient is still currently hospitalized. No additional information available.